Event description:
Rapid medical received a complaint regarding the use of the drivewire 24 (dw24) device in conjunction with a zoom55 catheter during an aspiration thrombectomy procedure performed on a 39-year-old patient. During the procedure, a middle cerebral artery (mca) perforation was reported.

Manufacturer narrative:
No device identification information (e.g., lot or serial number) was provided with the complaint; therefore, a device-specific manufacturing investigation could not be performed. At this stage, there is no evidence to indicate that the drivewire 24 device caused or contributed to the reported vessel perforation. Vessel perforation is a known potential complication associated with neurovascular thrombectomy procedures.